Event description:
Pt's cadd legacy pump sn (B)(4) was beeping constantly and flashing numbers on the screen. She could not turn it off. Eventually she was able to turn it off. This was her backup pump and was not in use when the beeping occurred and she did not miss any therapy. Sending replacement pump and pt will send back malfunctioning pump. Dose or amount: 25ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to present. Diagnosis or reason for use: i27.20 pulmonary hypertension.